Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident was 121 mg/dl. During troubleshooting the caller confirmed that the insulin pump was stored for an extended period of time. The alarm occurred after a battery change. The device alarmed unexpected restart error several times during normal use. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. No cosmetic damage was noted.